Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a certified zoll's service provider. The reported malfunction was observed under testing but could not be duplicated. The device was not opened to verify the reported malfunction as the customer declined the repair of the device. The customer requested the return of device and indicated that the device will be scrapped. Analysis for reports of this type has not identified an increase in trend.